Event description:
It was reported the stretcher is intermittently lowering in an abrupt manner approximately 4-6 inches with and without weight. There were no adverse events or injuries associated with the reported issue. The stretcher was returned to the manufactuer for a visual and functional evaluation. The reported issue was able to be reproduced. The actuator on the stretcher was replaced and it was returned to the customer.